Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw driver could not be reconnected to a screw during surgery. The screw was tightened and the driver was removed. The surgeon attempted to reattach the driver to the screw but was unsuccessful because the tulip head of the screw was locked at an angle which prevented reattachment. The screw was removed and the procedure was completed using an alternative screw. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, no results are available and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.